Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Device evaluation: visual analysis of the returned device identified wear abrasion, crease fold, red particles in the fill channel, one opening curved on the posterior and total delamination of the valve. A leak test and microscopic analysis were performed which identified one opening striated due to surgical damage consistent with use of a surgical tool and total delamination of the valve due to adhesive failure.

Event description:
Health professional reported left side "rupture" of a saline device and "markedly contracted inferiorly and laterally." Device has been explanted.